Event description:
It was reported that a patient presented with shortness of breath and chest pain and was admitted and worked up in the emergency room by cardiology for st-elevation myocardial infarction. The patient was then transferred for medical management. The decision was made to place an impella 5.5 with potential of impella rp flex placement. It was noted that the inquire wire were advanced through the graft into the sheath and there was challenge getting through a portion of the vessel that was narrowed and not seen on computed tomography of the chest (prior to device pre assessment). Multiple attempts using alternative wires under fluoroscopy were attempted throughout the case. The patient remained stable throughout the case. Help was called in to assist with the wire access. The decision was made to place an impella cp via the groin. Additionally, after the axillary placement of the pump was aborted, the patient went down for a washout of the axillary pocket which required replacing multiple units of blood products. The patients outcome is unknown.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of delivery issues and access site bleeding has been completed. The impella device was not returned for evaluation. Delivery issue : the root cause of the delivery issue was most likely patient condition related, impella was unable to pass through the vasculature. Access site bleeding : the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2025-30282 in accordance with updated procedures.